Manufacturer narrative:
Device remains implanted.

Event description:
An ovation ix abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. The final angio showed the presence of a potential type ia endoleak and/or type ii endoleak. As of the date of this report, there have been no additional patient sequelae and the patient will continue to be monitored.